Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record on (B)(6) 2011 for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. There were no "no prime" warnings observed in the black box, and "loss of prime" did not occur during testing. The pump was exercised for 29 hours with no insulin delivery issues occurring. Unrelated to the complaint, investigation revealed that the keypad is peeling near the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which can have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. All keypad buttons were found to be responding appropriately. Evaluation also revealed a cracked battery compartment and a dim display screen, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient reported experiencing blood glucose levels over 500mg/dl. The patient reported a fasting bg of 210mg/dl at 6:00am and a bg of 363mg/dl at 7:30am. The patient reports at the time of the call that his bg had risen above 500mg/dl. The patient received loss of prime warnings the previous day, and was able to successfully clear them. The patient reports no leaking at the infusion site or infusion set connections. No reported change in activity, health, diet or medications. A review of the pump history indicated no associated alarms, aside from the reported occlusion alarms. Programming was reviewed with the patient and determined to be correct. Delivery history was reviewed and found to be correct. No report or indication of a malfunction related to the event. This complaint is being reported due to the patient experiencing elevated blood glucose levels (greater than 500mg/dl).